Event description:
Two instances in which the needle of a bd saf-t-intima catheter broke through the plastic catheter, thereby becoming exposed, when the needle was being withdrawn. Both catheters came from lot # 2059136. Hosp has kept the catheters, discovered that with some effort, individual can remove the needle entirely from its protective covering.